Event description:
Journal article received: results of internal fixation of pauwels type-3 vertical femoral neck fractures, journal of bone and joint surgery-series a, 2008 aug; 90(8):1654-1659. Authors: frank liporace, md, robert gaines, md, cory collinge, md, and george j. Haidukewych, md. This is a study of 62 pauwels type 3 femoral neck fractures in 61 patients aged 19 to 64 with a mean age of 42 years. Mean duration of follow-up of 24 months. Thirty seven (37) fractures were treated with cannulated screw fixation alone, 14 were treated with dynamic hip screw, nine with cephalomedullary nail and 2 with dynamic condylar screw. One of the patients receiving the dynamic hip screw developed a deep postoperative infection and nonunion. This patient was eventually treated with a resection arthroplasty. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis event date: 2008. (B)(4). This report is on an unknown dhs lag screw investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.